Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support sent a replacement pump.